Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety syringe. The customer states that a nurse at neuro ICU received a dirty needle stick from a monoject syringe after injecting a pt with medicine. The ring that holds the safety shield in place was missing, and as a result, the shield did not stop when extended. It slid off the device, leaving the needle exposed. In response, blood borne pathogen testing was performed as the pt involved in this incident is known to be hepatitis b positive.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.